Event description:
It was reported that during the implant procedure, while setting up the implantable cardioverter-defibrillator for defibrillation test it was noted that the maximum selective outputs on the device had decreased. The device was re-checked and were not able to get the desired output. The device was not used, and a new device was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported field event was that the programmer showed a lower than expected energy associated with the maximum high voltage output. The energy displayed was calculated based on the measured shock impedance, and as the device was in still in the box and not connected to loads, the energy displayed by the programmer is not considered anomalous. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal.